Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant downstream occlusion alarm, which was reproduced while running a loaded set and confirmed through a review of the device event history log. Evaluation found the downstream sensor current readings were above specification and the downstream shim/gap was out of specification. The downstream setup was re-calibrated to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.